Event description:
It was reported to philips that the system's application would intermittently crash. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system application was intermittently crashing. Upon functional testing, the fse found intermittent software crash in the host pc. To resolve the reported issue, the fse replaced os disk for host pc and performed ghost restoration. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.